Event description:
Prior to a coronary stent procedure, the physician removed the delivery system from the protective tubing. He subsequently removed the stent protector, but when he attempted to remove the product mandrel, it could not be removed from the device. The physician used another stent to complete the procedure. No pt injuries or complications were reported.